Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be inoperable. Unrelated to the event the display was found to be faded and discolored.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the bolus button was found to be inoperable. This report is being made based on the evaluation results.